Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. As received, the device was programmed to high settings, and with battery voltage at end of service (eos) level. Electrical analysis performed, after replacing the battery, indicated normal functionality. Further battery assessment at various pulse amplitudes measured current levels within normal range, and no indication of premature depletion noted. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion. No anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.